Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Despite attempting to use multiple usb cables, wall adapter, and power sources, the pump did not charge. The customer's blood glucose was 91-203 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.